Event description:
A facility reported a certas valve (ID 828800pl) was implanted via l-p shunt on (B)(6) 2022. A pocket of fluid around the shunt valve was found and the gravity compensator was leaking, therefore the valve was removed on (B)(6) 2022. Based on information provided, it is unknown if the patient experienced any signs and symptoms due to the valve issue.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR) - the product code 82-8800pl with lot 4601015,conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the ¿gravity compensator leaking¿ issue reported by the customer was probably due to the gravity compensator. (This is not an integra device). As no leakage was noted with the valve at the time of investigation this complaint will be closed.